Event description:
This ra lead was implanted on (B)(6) 1993. A call to technical services on 05/12/2011 states that there was a device changeout on (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center. Atrial lead had a difficult time establishing capture. Patient was vvi 60. Tested atrial lead and noticed very high threshold but adequate sensing and impedance. Threshold capture 3.1 @0.8. Programmed atrial output 4.5@0.8 will check in a couple months. Mv passive and want to be able to pace in the a. Patient indication sss. Numbers didn't change between psa and new device and no sign of any physical damage to the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).